Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely with a diagnostic anomaly noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.